Event description:
User states they had an issue with low sodium results that repeat 6-8 mmol per l higher on another analyzer at the site. User gave an approximation that about 5 discrepant sodium results out of 150 samples were generated per day since in 2009. One example was provided. Initial result was 127 mmol per l, repeat result was 133 mmol per l, it must be rerun on another analyzer. If they have good correlation with the higher result from this analyzer, they then report the higher result. The user could not provide the exact result for this sample on the other analyzer, but stated it matched well. User states discrepant result were not reported out. No treatment was received by the patients based on the low results.

Manufacturer narrative:
The field service representative determined there was a salt bridge in the electrode block and noted the sodium and reference electrodes were due to be replaced. He cleaned the faraday cage and associated parts, and replaced the sodium and reference electrodes. He calibrated and ran qc.